Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and is estimated.

Event description:
It was reported, post an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.